Event description:
It was reported that during a routine left ventricular lead upgrade procedure, the right ventricular (rv) lead was fractured (punctured) by the physician. The rv coil had been punctured, as evidenced by high rv coil impedance. It was also reported the device had premature battery depletion. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.